Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information (h6): device code investigation summary: the complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part (228152) lot number (1l22857) combination as per qlik query executed 03/12/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part (228152) - lot number (1l22857) combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during meniscus suturing surgery for the patient's right knee, when the surgeon grasped the lever to insert the implant to the patient¿s knee joint the red lever broke. The surgeon took the device out from the patient¿s body. And when the surgeon checked the condition of the needle, the surgeon recognized that the implant was stuck inside of the needle, so that the implant did not come out. The surgeon commented that the surgeon did not pierce the needle into the bone. It was brand new and the first use when the issue occurred. Less than thirty (30) minutes of surgical delay was reported and no harm to the patient. There was no further information provided by the hospital.